Manufacturer narrative:
Device evaluated by MFR.: the coyote catheter was received with no original packaging and a luge guidewire. The tip was damaged. The inner shaft was buckled adjacent to the proximal edge of the distal markerband. There was a circumferential balloon tear 1.5cm from the distal edge of the proximal markerband. The inner shaft was separated 154cm from the tip. The fracture face was jagged and stretched, which suggests that the separation may be related to tensile overload. Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The proximal portion of the device (including proximal balloon bond, outer shaft, hub) were not returned for analysis. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was measured and was consistent with a .014" guidewire. The catheter was locked-up on the guidewire in the as-received condition, confirming the reported catheter-guidewire interaction. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2013-00748 and MDR# 2134265-2013-00722. It was reported that during a lower extremity interventional procedure, the catheter became entrapped on the wire. The target lesion was located in the anterior tibial artery. The 2.0 x 100mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
Same case as MDR ID# 2134265-2013-00748 and MDR# 2134265-2013-00722. It was reported that during a lower extremity interventional procedure, the catheter became entrapped on the wire. The target lesion was located in the anterior tibial artery. The 2.0 x 100 mm coyote balloon catheter was being removed from the patient, when it was entrapped on the .014 luge guide wire. The guide wire and balloon catheter were removed together. A 2.0 x 220 mm coyote balloon was being removed from the hoop when the physician met increased resistance, until the balloon began to strip off the catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).